Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no code available (3191) is used since there is no reported product problem. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was having an attune revision knee. The patient had a competitor product in the knee. The attune knee was prepared as per technique. The femoral and tibial stem were overreamed by 1mm. The broaches for the femur and tibia sat perfectly, and the trials sat correctly. The implants were assembled correctly. The tibial tray sat proud 2mm. Luckily, we could downsize the insert. During impaction of the femoral construct, the patient's femur cracked on the anterior surface. The surgeon had to use a cable to keep the crack from propagating. The surgeon used partial coated sleeves on both the femur and tibia. These items sitting proud, or cracking bone is a common issue with this system. The pressfit is too much. This was not an issue with this surgeon and the close to a thousand sigma revision knees that he performed. There was a surgical delay of 15 minutes. Right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.